Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that patient was transplanted. The patient experienced an elevated ldh >800 u/l despite heparin drip prior transplant. It was noted that there was a suspected pump thrombus therefore the patient underwent transplant and the reported pump was returned for investigation. There were no reported alarms. The patient was recovering when the event was reported.

Manufacturer narrative:
The report of thrombus was confirmed during the evaluation of the returned explanted pump. The pump was returned with the percutaneous lead (driveline) cut less than 1 inch from the pump housing, and the severed portion of driveline was not returned. The sealed inflow conduit was returned unattached from the pump inlet port. The sealed outflow graft, with the outflow graft bend relief and bend relief collar, was returned unattached from the outflow elbow. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the proximal side of the outlet stator revealed a large, non-laminated deposition situated around the outlet bearing ball and in between the stator blades. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the deposition had evidence of denaturation and the circumferential contact marks on the outlet cone section of the rotor and on the outlet bearing cup, indicate that the deposition was present in the outlet stator for an extended amount of time while the pump was operating. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations. The thrombus found in the pump could have potentially contributed to the reported elevated ldh. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.